Event description:
On (B)(6) 2026, a patient underwent catheterization using a glidepath hemodialysis catheter. During the procedure, air leakage was detected while aspirating during the flushing and evacuation process. It was further reported that there were issues with infusion as well. The catheter was subsequently removed, and a new catheter was immediately inserted to continue the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for the review. The photo shows a partial view of a hemodialysis catheter placed on a white surface. No visible defects were observed in the provided photo. The investigation is inconclusive for reported suction, difficult to flush and fluid leak issues as the provided evidence was not sufficient to confirm the issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.